Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently, the pump did not deliver insulin as intended. Tandem technical support reviewed pump history and found that the pump delivered insulin as intended, however, the customer maintained that there was an issue with the pump. Customer's blood glucose (bg) ranged between 150 mg/dl to over 600 mg/dl. The customer declined to provide additional information. Reportedly the customer continued to use the pump for insulin therapy.